Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system had an infection. No adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the product remains in service. There is no additional information available. If additional information becomes available, the event will be updated.